Manufacturer narrative:
Literature citation: yoichi sato, tomohiro ando, koji sato, jyunichi ugai, hiroki matsui, akihiro yoshida, hiroki oba, shigeharu iwano, dai itoda, ryota niki, masatoshi haruda, shuhei oda, itaru kawashima; "experience of bkp using navigation system" mean age: 78.9 years. Sex: 5 male and 12 females. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that 17 patients underwent bkp for 3 years from (B)(6) 2013. These were followed up for mean follow up period of 7.3 months. Post-op, visual analog scale score improved in all patients. Cement leakage was observed in 2 patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.